Event description:
It was reported that the patient was experiencing extreme pain. The patient was admitted to the emergency room (ER). Program optimization was attempted and had good coverage. No device malfunction was suspected.

Event description:
It was reported that the patient was experiencing extreme pain. The patient was admitted to the emergency room (ER). Program optimization was attempted and had good coverage. No device malfunction was suspected.